Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damage electrode belt connector) was confirmed. Upon investigation, the monitor's electrode belt connector was broken free and missing from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it had a damage electrode belt connector.